Event description:
This lead was implanted on (B)(6)2011 and remains implanted at this time. A call to technical services placed on (B)(6)2013 states that patient seen today in clinic with 2 mode switches noted which were noise. These produced the noise. The physician was dr. Jeremy lum. No other information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).